Event description:
Control test performed on meter. Test level 2 - 84. Test level 3 - 321. Repeat test level 3 - 288. On (B)(6) 2017 control test level 3 - 321. Out of range. Evencare proview glucose monitor: (B)(4). Evencare proview test strips: gtin (B)(4), exp (17): 04/19/2019, lot (10): ar20z1a1. Evencare glucose control solutions: gtin (B)(4), exp (17): 02/03/2019, lot (10): 6302a047b0304, ref: (B)(4).